Manufacturer narrative:
The lot number for the prolieve thermodilatation kit is not known; therefore, the device manufacture date and expiration date cannot be determined. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation in 2008, that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure performed the day before. According to the complainant, approximately five to ten minutes into the procedure, the prolieve catheter displayed a "low-level" water pressure reading. In addition, a "popping" noise was heard, as it appeared the anchoring balloon was deflated. No leaks were observed. The physician completed the procedure with another prolieve thermodilatation kit. No patient complications were reported as a result of this event. The patient's condition was reported as "fine".